Event description:
It was reported that the radiofrequency programmer head connector pin on the programmer was not making contact and therefore when the programmer head was placed over implanted heart devices there was no telemetry. The programmer has been returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that gently moving the radiofrequency (rf) head connector caused telemetry to work and not work. It also determined that the uplink functional tests were out of specification. The head's cable was replaced to resolve the telemetry issue as well as the out of specification uplink functional test issue. Analysis also found a small crack in the lens of the rf head upper case and it was replaced and that the head label was missing the laminate backing, so the label was also replaced. (B)(4).